Event description:
It was reported that when the doctor was passing the catheter over the swg placed in the male pt, the swg reached a point where it would no longer advance nor could be pull it back. As a result, the swg was removed with extreme difficulty resulting in the unraveling of the swg.

Manufacturer narrative:
(B)(4). The device will not be returned.